Event description:
It was reported that the patient had noticed tenderness and fluid accumulation around the implantable neurostimulator (ins) site. She had done "quite well" with the ins until this observation. The patient was seen at the beginning of (B)(6) 2011 at which time everything looked fine. Since that time the patient developed a slow progressing erythematous base, swelling with hypersensitivity around the ins. It was noted that there was no problem with the patient's concomitant ins system on her other side. She had subsequently met with her healthcare professional at which time the fluid was cultured and grew (B)(6) epidermidis. It was also reported that the patient developed and was treated for pneumonia. She was placed on zyvox (linezolid) and the decision was made to remove the ins system which was then performed under general anesthesia. It was noted that the electrodes came out easily and the wound washed vigorously with bacitracin irrigation. When the ins pocket site was opened, it was observed that it was filled with purulent material which was then drained. The wound was also debrided of avascular tissue and irrigated with surgical lavage, then further debrided until the lavage fluid was clear. Following wound closure, the patient was sent to the recovery room in stable condition. Additional information was requested but was not available at the time of this report.

Event description:
Additional information reported indicated that the patient had their entire system removed. It was also noted that the infection had cleared up. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3778-75, lot #v589727003, implanted: (B)(6) 2010, explanted: (B)(6) 2012; lead model 3778-75, lot #v589727001, implanted: (B)(6) 2010, explanted: (B)(6) 2012; programmer model 37743, serial #(B)(4); concomitant ins system (right side): neurostimulator model 37712, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3778-45, lot #v388275022, implanted: (B)(6) 2010, explanted: na; lead model 3778-45, lot #v366020033, implanted: (B)(6) 2010, explanted: na; extension model 3708120, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; extension model 3708120, serial #(B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial #(B)(4); recharger model 37752, serial #(B)(4).